Event description:
It was reported that an intravia container 250 ml capacity had particulate matter in the bag. This was noted upon filling the bag with normal saline, using a baxter pharmacist pump. The reporter described the particles as ¿silver plastic¿ and ¿hair like,¿ and noted ¿that the particulate is not seen until filling because the color almost matches the bag.¿ there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not available for evaluation. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.